Event description:
Information received by medtronic indicated that insulin pump was crack at the back. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for bumped/dropped/cosmetic damage on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download the history files using thus software due to blank display. Unit tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected blank display noted. The following were noted during visual inspection cracked battery tube threads, missing display window cover, fading serial number label, broken belt clip rails and cracked case at battery tube side. Blank display due to moisture damage on electronics assembly stack pcba1 and pcba2. Unit was confirmed for physical damage on reservoir area.